Event description:
The customer reported that approximately 25 milliliters of fluid leaked under the unicel dxh 800 coulter cellular analysis system and onto the counter. The customer stated that the leak was not contained within the instrument and the instrument generated incomplete differential results. The customer was wearing personal protective equipment consisting of gloves, a laboratory coat and face shield at the time of the event and there was no report of injury or direct exposure to the leak. There were no erroneous results reported out of the laboratory and no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and confirmed a leak from the sample line which became disconnected from the flow cell. The fse reconnected the sample line to resolve the leak. The fse also noted that the tubing through quick disconnect qd203 was occluded, thereby creating a back pressure and causing the sample line to become disconnected from the flow cell. The fse replaced the tubing through qd203 to fy204 to resolve the back pressure issue. (B)(4).